Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had unresponsive buttons and scratched led screen. The customer stated insulin pump had buttons were worn out and they could not see the screen anymore its all scratched up and insulin pump was not delivering as it should and the reservoir was loose in reservoir compartment. The customer stated over last few weeks they have noticed the buttons were wearing out, they were sticking and not always responding like up and down arrow and b button were sticking the act button sticks sometimes as well. The customer stated time advanced. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.